Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. E-200 integrated electrosurgical unit (iesu) was not turning on with error message. The fse replaced e-200 iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted liver resection surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors occurred on e-200 integrated electrosurgical unit (iesu). The tse had the customer power down the whole system, cycle the tower breaker, but error reappeared upon powering on. The tse had the customer connect a backup e-200 iesu to resolve the issue. The procedure was completing as planned with no reported injury.